Event description:
Reporter noted cassette had low vacuum. Surgery had to be postponed for two days due to increased pressure in the eye. Patient received manitol 30mg through IV during initial surgery in 2006. When patient returned for second surgery two days later, they administered diamox 500mg. Stated cassette went through priming and tuning with no problems. Only during I/a, doctor had low vacuum. They replaced a couple of I/a tips, with no results. They replaced cassette, but by this point, the patient had an increase of pressure in the eye. Doctor could not complete surgery. Patient status was not provided. Customer said they re-use their single-use I/a tips.

Manufacturer narrative:
System evaluation was not requested. Cassette, lot number 588856h, manufactured 04/06/2006, was not available for evaluation. Notified customer that re-use of single use I/a tips is not recommended. Customer only provided patient's last name. Noted remaining patient information/status would come from surgeon. Questionnaire has not been returned to date.